Event description:
Medtronic received information that this transcatheter bioprosthetic valve (core valve) was implanted into a failed non-medtronic bioprosthesis (edwards parimount 2700 valve, 21 mm). No information was received on the mechanism of failure of the edwards valve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).